Manufacturer narrative:
Insulin pump was unable to prime during prime test due to faulty force sensor. Insulin pump received with cracked case on display window corner and minor scratches on lcd window.

Event description:
It was reported that the customer's infusion set was shooting insulin. The customer's blood glucose level was 74 mg/dl. She was advised to revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.